Event description:
It was reported the last time the patient charged the system was greater than six months ago. The sjm representative was unable to establish communication with the ipg using extra external devices due to battery depletion. Follow-up determined the physician plans surgical intervention to address the issue.

Manufacturer narrative:
Correction # 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.